Event description:
It was reported by the rep that during a lap chole procedure the device jammed. Another device was used to complete the case with no patient consequence. One device to be returned.

Manufacturer narrative:
(B) (4). (B) (4). Jaw or cam interface is disengaged. Evaluation summary: the analysis results found that the device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. The orange indicator did not show up completely. No conclusion could be reached as to what may have caused the damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.